Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was 1200 mg/dl at the time of admission. Customer reported experiencing symptoms of diabetic ketoacidosis and attempted to treat with the insulin pump prior to their hospitalization. Customer was treated with an IV of insulin and manual injections at the hospital. The customer stated they were wearing the insulin pump at the time of hospitalization. It was also reported the customer received a no delivery alarm on (B)(6) 2015 while attempting to deliver a bolus. Customer stated the alarm was resolved by a complete set change. Customer declined to troubleshoot for the insulin pump and requested a replacement insulin pump. Customer's current blood glucose was 100 mg/dl. The customer agreed to return the insulin pump for analysis.